Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the load sequence. The cartridge was reloaded resolving the issue. Blood glucose level was 254 mg/dl.